Event description:
It was reported by user facility (B)(4) that during an unknown procedure, immediately after insertion of 5mm trocar, the doctor noticed the port was leaking air. The medwatch received does not indicate whether or not the device is available for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple requests have been made for additional information and for return of the device. The facility contact responded and the device reported on this user facility medwatch was reprocessed by stryker. The device was sent to the reprocessor.